Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did confirm the damaged/defective based on visual observation of cut in the insulation, likely induced damage during implant. Hence, analysis concluded unintended use error related to the induced damage. Furthermore, the lead passed the electrical continuity testing indicating conductors are intact, hipot test indicating no electrical shorts between conductors and stylet insertion test indicating no blockage in the lumen.

Event description:
It was reported that this right ventricular (rv) lead was a case of attempted implant due to the physician accidentally ran the suture through the lead body compromising the lead insulation. Hence, a new lead was implanted. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was a case of attempted implant due to the physician accidentally ran the suture through the lead body compromising the lead insulation. Hence, a new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.